Manufacturer narrative:
Trackwise ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device was discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. They stated that they had a bloody harvest because the device was not sealing the larger branches. Also, stated that it was smoky and they didn¿t know why. Case was completed using the same device.

Manufacturer narrative:
Updated sections: g4, g7, h2, h10. Correct section: h6 - removed historical data. Trackwise # (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. They stated that they had a bloody harvest because the device was not sealing the larger branches. Also, stated that it was smoky and they didn¿t know why. Case was completed using the same device.